Event description:
Hospital biomed, reported that bed exit alarm lights flash but the audible alarm does not work. She found that the bed exit circuit board was defective. She replaced the bed exit board and the bed exit system functioned as designed. She had scrapped the board that she removed from the bed. She stated there were no pt injuries associated with this failure.